Manufacturer narrative:
Analysis was performed by philips remote service engineer (rse) who interviewed the customer and assisted with troubleshooting the unit. The rse discovered through the customer the device showed the erroneous rhythm and flat-line indication on the central monitoring display. The rse had the customer reboot the unit which corrected the display and restored a clear waveform for the customer. The unit returned to working specifications. Based on the information available in the case, the cause of the reported problem was not confirmed. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that the device was giving invalid rhythm on patient just reading flat. The device was in use on a patient at the time of the event, there was no adverse event reported.